Event description:
Reporter states that tibial insert would not firmly lock onto baseplate. Tried 3-4 times but would not completely lock onto baseplate. Opened another insert and snapped it on. There was no adverse consequence for the pt.